Event description:
Reportedly, the device was removed because the patient died after a surgery of the thoracic aorta (followed by circulatory arrest with resuscitation and electric shock). After, the device was interrogable with the programmer. It was reported that the cause of death is not related to the pacemaker, but to the postoperative; however, the physician wanted to know why the pacemaker could not be interrogated after the surgery.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.